Event description:
It was reported that during a roux en y the device was dropping clips. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 4/7/2008. Info anticipated, but unavailable at this time.